Event description:
It was reported a spectrum pump had a door close error with the tubing in place. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition door close error, was confirmed and reproduced as a door not fully latched alarm while running a loaded set. Review of the event history log confirms this condition as well. This issue was determined to have been caused by loose link screws. The link screws were replaced.